Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): review of the black box and history revealed there was no activity outside normal use. On testing, the audio bolus button was functional. The audio bolus button was removed for investigation and no defects were found. The pump was removed from the case for investigation and corrosion was noted to be present on all the internal surfaces including the bolus button connector and its surrounding components.

Event description:
On (B)(6) 2012 the reporter contacted the animas corporation and claimed that when the patient emerged from a swimming pool the audio bolus button was unresponsive. The reporter claimed to have inspected the pump and allegedly found water behind the display screen and behind the infrared window. The reported stated the battery cap was never changed. The reporter denied any damage to the pump. The reporter stated that the pump was occasionally cleaned with a damp paper towel and that the pump was worn in a pocket. There is no reported adverse event with this complaint. This report is being filed due to a audio bolus malfunction allegation.